Manufacturer narrative:
(B)(4).

Event description:
The healthcare professional (hcp) of a clinical study reported that the device diagnosis was increasing impedance. There was high impedance. The clinical diagnosis was with the increasing impedance the patient felt more/undesired stimulation in the lower left abdominal quadrant and left inguinal region. The outcome was resolved without sequelae. Interventions included explanting and replacing the lead. Diagnostic methods included device interrogation/device data. Programming provided the patient with additional relief. Imaging showed normal. There was no visible complication. The etiology was noted as related to the device or therapy and not related to the implant procedure. The etiology was noted as related to the lead which was connected to the implantable neurostimulator (ins). Increased impedance caused the patient nausea and sometimes emesis. The patient's programs had to be used at such a low level to minimize nausea and prevent the vomiting. Relevant medical history included: spinal pain.

Event description:
Additional information received from the healthcare professional (hcp) of a clinical study reported that the patient had paresthesia in their left lower extremity, but when she increased the amplitude to offer better pain relief in the distal left lower extremity, she felt more stimulation in the left lower abdominal quadrant and left inguinal region that causes nausea and sometimes emesis.